Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report falsely elevated potassium (k) results were obtained on 2 patient samples on an atellica ch 930 analyzer. Both patient samples were drawn by the same phlebotomy station at the customer's site. Quality control (qc) was in with range on the day of the event. Siemens further evaluated the event and reviewed the photometric reaction curves for both original samples and the sample identified as (B)(6). Siemens observed a difference in the reaction curves. Differences in assay concentration or an interfering substance in the samples, unrelated to an assay or hardware malfunction potentially caused the difference in the reaction curve. Therefore, siemens concluded that preanalytical variables potentially contributed to the falsely elevated k results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported falsely elevated potassium (k) results were obtained on 2 patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s), who questioned the results. The patient associated with sample identifier (B)(6) was admitted to the hospital and the patient associated with sample identifier (B)(6) was transferred to alternate facility, where new samples were drawn for additional testing. The new samples recovered lower than the erroneous results and were in normal range. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated k results.